Manufacturer narrative:
As reported, during an abdominal aortic aneurysm (aaa) endograft implant procedure, a 5f supertorque marker band catheter was used to measure the length of the abdominal aneurysm. While the catheter was being withdrawn through the introducer sheath, the catheter broke a few centimeters from the hub. The users were able to pull back the portion still inside the patient by retrieving the .035¿ guidewire while holding the catheter firmly on the wire. There was no reported patient injury. The lesion was severely calcified. There was moderate vessel tortuosity. There was no stenosis. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. The device was pulled from the packaging by the hub. The device was prepped per the IFU. There were no anomalies noted during prep. The device was not torqued or ¿steered¿ by the hub. No excessive torquing was required. Force was used during the procedure. There was no resistance met while advancing the device. The device did not kink in the area of separation.  The device was not returned for analysis. A device history record (DHR) review of lot 17603011 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) separated - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, procedural/handling factors (force was used) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿failure to observe these instructions may result in damage, breakage or separation of the catheter or the markerbands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Avoid entrapment of the catheter between other endovascular devices and the vessel wall. Avoid excessive friction on the catheter; avoid simultaneous introduction of the catheter and aortic graft devices through the same sheath. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm supertorque mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, during an abdominal aortic aneurysm (aaa) endograft implant procedure, a 5f marker band catheter was used to measure the length of the abdominal aneurysm. While the catheter was being withdrawn through the introducer sheath, the catheter broke a few centimeters from the hub. The users were able to pull back the portion still inside the patient by retrieving the .035¿ guidewire while holding the catheter firmly on the wire. There was no reported patient injury. The lesion was severely calcified. There was moderate vessel tortuosity. There was no stenosis. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. The device was pulled from the packaging by the hub. The device was prepped per the IFU. There were no anomalies noted during prep. The device was not torqued or ¿steered¿ by the hub. No excessive torquing was required. Force was used during the procedure. There was no resistance met while advancing the device. The device did not kink in the area of separation. The device will not be returned for evaluation.